Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device gets an error on air in the set right away. A malfunction involving air detection may stop the device and interrupt therapy delivery. There was no reported patient involvement.